Event description:
The patient reported that she had suffered a fall the previous day when descending the stairs (location was not provided). She had experienced back pain and "where the header sits, she is feeling a sharp cramping pain;" there were tingling sensations detected on her left arm. The stimulator had not been turned on "for a long time" and the patient requested follow-up from the field representative. The patient was redirected to report symptoms to the hcp. Additional information has been requested from the physician.